Manufacturer narrative:
No observable defects could be found with the component itself. Measruements taken met design requirements. Review of the lot history of the subject products could not be completed since the lot number was available from the dr's office.

Event description:
Dr reported that an abutment broke in function.